Event description:
Pt implanted with plate and screws for right distal femur on an unk date, possible date of implantation (B)(6) 2012. Pt returned to hospital complaining of pain on an unk date. Pt had two broken plates revised prior to this event, dates unk. The plate broke through one of the screw holes but the actual screw did not break. Pt was returned to operating room on (B)(6) 2012, hardware was removed, surgeon fixed the non-union, bone graft was used. It is not known what the pt was revised to.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Patient was initially injured on (B)(6) 2011 and was treated with irrigation & debridement and external fixation. Patient underwent irrigation & debridement on (B)(6) 2011 and again on (B)(6) 2011. Patient was returned to the o.r. On (B)(6) 2012 for irrigation & debridement, orif and external fixation. On (B)(6) 2012 patient was again returned to the o.r. For removal of broken hardware and revision. Patient was reportedly non-compliant with weight-bearing status.